Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of both power cable connectors being difficult to connect to the 14v li-ion battery clips was not confirmed via evaluation of the returned heartmate 3 system controller, serial number (B)(6). The system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without issue. The power cable connectors connected to numerous reference battery clips without issue. The downloaded log files indicated the system controller acted as a backup system controller as the driveline was never connected and routine self-tests were performed per labeling. The provided information indicated the system controller exchanged resolved the issue. A root cause for the reported difficulty connecting both power cable connectors to the battery clips was not conclusively determined through this analysis. The device history records were reviewed, and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2020. The heartmate 3 instruction for use was available for use at the time of the event. Section 3, entitled ¿powering the system¿, provides instructions on how to properly connect the 14v battery clips to the system controller. The heartmate 3 patient handbook which was also available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the black and white power cables were difficult to insert into the battery clips and it was difficult to fix the issue. The clips were exchanged but the same issue occurred. It was then decided the exchange the system controller and the issue resolved.